Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that automatrix shaft broke during use. Fragment recovered. No injury.

Manufacturer narrative:
On 2-15-2024: returned product was 1 flexshaft assembly date coded 1222 with coil deformation/weld failure causing the ¿tip¿ to break off resulting in the product to not function properly. CAPA opened to address automatrix flexshaft assemblies breaking for product manufactured by sarasota since september 2022 (date code 0922) through present. Complaint is considered substantiated as the returned product meets criteria for CAPA. DHR and retain evaluation will not be conducted however as the traceability for item# 62422603 batch# 07044737 traces to flexshaft assembly production work order for item# 24703 batch# 06924308 which was produced in 05-2023 therefore the date code would be 0523 which does not align with the returned product (dhrs attached for traceability). (Nwv).